Manufacturer narrative:
The lead has been received for analysis. Upon completion of the failure analysis of the complaint lead , if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was found out to be dislodged as the lead exhibited loss of capture and high pacing thresholds. The rv lead was explanted. No additional adverse patient effects were reported.